Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels were over 500mg/dl for past occlusion alarms and manual injections were administered to address the bg level. Past occlusion alarms were resolved by performing supply changes. Current bg level was 141mg/dl. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the cannula. Tandem technical support advised the customer that the occlusion alarms were due to other issues. The customer performed a supply change and insulin was successfully resumed. The customer stated that they had short acting insulin available for back up therapy.